Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine 30 mg/ml at 14.26 mg/day and unknown morphine 40 mg/ml at 19.02 mg/day via an implanted pump for non-malignant pain, chronic low back pain, joint pain/arthritis, abdominal/visceral, spine/back, other non-malignant pain, head/brain injury, failed back surgery syndrome, spinal cord injury/spinal cord disease, multiple sclerosis, cerebral palsy, intractable spasticity, and malignant pain. It was reported a pump revision was occurring due to the elective replacement indicator (eri). The root cause of the revision was not related to a device or therapy complaint. A catheter issue was reported. The patient was having the pump replaced due to normal end of life (eol). The physician found when disconnecting the catheter from the pump, the connector seemed corroded and he was unable to aspirate the catheter. Upon further review of the catheter, the intrathecal end of the catheter seemed to pull apart. The physician replaced the catheter with a new ascenda catheter. No therapy issues were reported; however, the managing physician was attempting to wean him down from the current dose. Programming related to the priming bolus was reviewed. It was indicated the pump had been primed on the back table, so a total catheter volume (tcv) only prime was performed. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the model 8709 catheter on (B)(4) 2018 revealed a hole in the catheter body caused by a deep abrasion, a hole/tear caused by the metal pin of the pump connector poking the catheter body, and a user related broken suture ring. The results code (B)(4) and conclusion code (B)(4) applicable to the analysis findings of a hole caused by a deep abrasion and the hole/tear caused by the metal pin of the pump connector poking the catheter body. The results code (B)(4) and conclusion code (B)(4) is applicable to the analysis finding regarding a user related broken suture ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the event was initially reported by the surgeon. It was noted the cause of the inability to aspirate the catheter, the cause of the connector seemed to be corroded, and the end of the catheter seemed to pull apart was unknown. The catheter issue was resolved as the healthcare provider (hcp) replaced the patient¿s (B)(4) catheter with an ascenda (B)(4) catheter. The surgery was scheduled as a routine end of service (eos) pump replacement with no therapy issues reported to the managing physician before the surgery. The patient confirmed no therapy issues during the pre-operative interview on surgery day. The patient¿s managing physician was contacted during surgery with the surgeon¿s findings and the patient's drug order was changed from 19.02 mg/day (morphine 40 mg/ml and bupivacaine 30 mg/ml) to the lowest simple continuous rate of 1.92 mg/day. Post-op, the surgeon opted to admit the patient overnight for observation with instruction to contact the rep if the patient experienced any withdrawal/overdose symptoms. The rep was not contacted, so it was assumed the patient¿s outcome was positive. The managing physician would follow-up for appropriate mediation titration. The patient¿s weight was asked and unknown. It was noted if they have not already done so, the facility would return the pump and catheter for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Correction: hospitalization was not previously checked in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 8709, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), ubd: 2000-07-13, UDI#: (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient was told that tubing at connection was cracked, which was determined during process of when pump was being replaced regarding being close to end of service (eos). It was further reported that the patient was told that there was black stuff in the pocket when the pump was removed. The black stuff was at the connection site, near the pump. It was indicated that the surgeon saw black stuff which was sent in for analysis. The surgeon left in a section of catheter that is placed in intrathecal space and a few inches as well, so that the patient would not have headaches due to removal. No symptoms were reported. It was noted that a manufacturer field staff / representative was present on (B)(6) 2018 (day of pump replacement) and had previously called in the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2018-apr-02. The patient was without injury and had recovered without sequela regarding the pump removal for end of life (eol) and the catheter removal regarding a break, tear, hole. The pump and catheter were returned to the manufacturer for analysis. Further information was later received via the hcp on 2018-apr-03. The patient¿s weight was 56 kg. An operative report was provided. As per the operative report the date of the procedure was (B)(6) 20189. The preoperative diagnosis was end of service regarding the intrathecal pain pump. The post-operative diagnosis was end of service regarding the pump with malfunctioning catheter. The procedure performed included placement of a new intrathecal catheter with tunneling to a new intrathecal pump and programming. It was noted that this was a (B)(6) male with chronic back pain who had an intrathecal pain pump which served him well for the last nearly 20 years. The pump was coming up on the end of life span for the pump battery and the patient needed a new pump placed. Procedure notes included that an incision was made on his right lower quadrant over his previous pump where he had a scar from previous incisions. Bovie cautery was used to dissect down to the pump. When they got down to the pump and freed it from its pocket, it was noted there was black metallosis around the connection from the catheter to the pump and also quite a bit of chalky material around the catheter itself concerning for calcium build-up. There did not appear to be any signs of infection, but two sets of cultures were sent labeled "intrathecal pump pocket.". Refer also to MFR report # 3004209178-2018-05575 regarding a subsequent event. They inspected the catheter after detaching it from the pump. It appeared that the seal was broken at the site where it attached to the pump. Additionally, they dissected the pump and catheter out further in the pocket and noticed that there was a hole further distally along the tubing. For this reason, a new intrathecal catheter had to be placed. The new catheter was cut to a length of 88.3 cm and a volume of 0, 194 ml. The new catheter was connected the new pump which was secured in the pocket. It was noted that the hcp had a long discussion with the patient's pain management doctor and determined that the pump should be set on a low rate; the pump was set to a rate of morphine 1.921 mg per day and bupivacaine 1.441 mg per day to start with.